Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced lo readings on 75 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of e5 error message that appears when blood sample is absorbed. Customer confirms that the strips are stored in her purse. Verified the customer feels well at this time and does not require any medical attention. Verified the customer is using the proper blood testing technique. Customer states her expected range 130-150 fasting. Customer admits she may have removed the strip prematurely from the blood sample. Customer states the message has appeared with multiple strips. Replacement was obtained from (B)(6) pharmacy.